Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data were not carried over pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient data was not crossing to es server. A technical support specialist (tss) dialled into the carefusion coordination engine (cce), there was an unknown shutdown error on login. Uptime 3 days 16h and the cce was service stopped unexpectedly. The carefusion cce (med) (cce-service) service terminated unexpectedly. So, the tss saved event viewer log and started cce-service, there found service error. Then set the service recover options per the knowledge article (ka). The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data were not carried over pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.